Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 10 seconds, the balloon ruptured vertically. The device was removed and a slight damage was noted before the balloon tip. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.